Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) stated the home patient (hp) just received the hc. The programming is set for 5 cycles, fill volume 2500ml, last fill volume 2500ml, last manual drain is yes, target ultrafiltration (uf) is 0ml. The hp stated yesterday morning when he got off the hc he felt really bloated and did a manual drain of 4350ml. The tsr explained the uf number could be set to something to get a better last drain before the last fill and advised the cg to discuss raising the drain volume percentage with the peritoneal dialysis nurse (pdn). The tsr explained the pdn can call with any questions about the uf or drain volume percentage. The tsr arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A customer reported feeling bloated and sent the homechoice (hc) for product analysis lab (pal) evaluation. The logs were reviewed and the reported increased intra-peritoneal volume (iipv) was not confirmed based on there being no drain volumes which exceeded 160% of the largest prescribed fill volume. Device history and service history review revealed no issues that might have contributed to the reported difficulty of home patient felt really bloated and iipv. Issues such as bloated/overfill are patient symptom in nature and would not be reproducible in the pal evaluation. The off cycler manual drain volumes could not be confirmed by review of the device logs; however review of the therapy logs show all three therapies performed ended with positive total uf's. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The pal evaluated the device and determined the device met specifications for the reported difficulty home patient symptom of overfill. A cause was undetermined. This issue is being investigated through a CAPA.